Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical analysis. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There were visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code [1934] which reflects the transformer has [p155] insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational.touch screen test passed.the system air leak test passed. Valve actuation test passed.teach pumps test passed.accelerated stress test was performed and encountered a stalling motor pump b. Visual inspection of the lead screw revealed a degraded condition of the grease. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover.the cause of the observed dried fluid could not be determined.there were not discrepancies encountered with the mushroom heads.a review of the device history record (DHR) did not reveal any issues or problems related to the reported symptom code. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the inverter board.

Event description:
A peritoneal dialysis (pd) patient a message on cycler of cannot teach pumps during setup phase warning during step 2 of setup. Patient stated the issue occurred the previous night (B)(6) and had occurred twice within the past two weeks (B)(6). Alarm history confirmed multiple warnings on (B)(6). Patient was not connected during the incident. Cycler had been re-set up with new supplies. The fresenius technical support representative advised to discontinue use of the cycler and issued a replacement. Patient does know how to perform capd/manuals and has 1-2 boxes of the supplies. Patient will perform capd/manuals. There was no patient involvement, and no harm or adverse event reported. Follow up attempts have been made to gather additional information, but no data provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.